Event description:
The tube was already filled with blood using appropriate procedures. In this case, the med tech was putting back the hemogard closure to close the tube when it broke in his hand cutting his finger. The hosp followed their post exposure protocol and sent the med tech to the agency that handles every accident that occurs at the workplace. This person rec'd three (3) doses of azt and retrovir until negative results for hiv from the blood sample came back. Also rec'd the tetanus toxoid vaccine, doses of antibiotic and analgesics for the muscle pain that is a side affect from the azt and retrovir treatment.